Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "accessory error 7" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation; the malfunction was observed during review of the associated device's activity log. The associated device was put through extensive testing with the reported event cable and these returned electrode pads without duplicating the malfunction. Analysis for reports of this type has not identified an increase in trend. Please reference medwatch report 1220908-2017-00062 for a similar event reported from the same customer.